Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ controller ac adapter, serial #: (B)(4) / model #: 1430us / catalog #: 1430us. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, serial #: (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2016-11-30, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2015-11-30. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, serial #: (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2017-01-31, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-01-31. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's previously lubricated power sources experienced power switching. The patient heard intermittent beeping as power sources switched. The controller, controller ac adapter and two batteries remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the manufacturer received product performance data due to power switching. Five additional batteries s ubsequently tested out of specification during manufacturer¿s analysis. The batteries remains in use.

Manufacturer narrative:
Product event summary: the controller, cac adapter and seven batteries were not returned for evaluation. Log file analysis revealed that the controller (con306596) in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature switching events due to momentary disconnections involving batteries (B)(4) experience several momentary disconnections which did not lead to premature power switching. Momentary disconnection will result in an audible tone or "beep". As a result, the reported power switching and "beeping" were confirmed. A power source lubrication procedure was performed for all the devices.(B)(4). Were lubricated on (B)(6) 2018, while (B)(4). Was lubricated on (B)(6) 2018. While the devices were not available for physical analysis the most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to corrosion of the controller power port pins. However, the most likely root cause of the "reported beeps" are most likely attributed to momentary disconnections between the controller and batteries. Additional products: controller ac adapter (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller ac adapters (cac098999, cac106562), and batteries (bat312864, bat312939,) were not returned for evaluation. Analysis of the data log files revealed several premature power switching events due to momentary disconnections involving the controller ac adapters. Momentary disconnections will result in an audible tone or "beep." As a result, the reported power switching and "beeping" events were confirmed. A power source lubrication procedure was performed on (B)(6) 2018. While the devices were not available for physical analysis, the most likely root cause of the reported premature power switching and beeping events after lubrication can be attributed to momentary disconnections due to corrosion of the controller power port pins. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: battery / bat312864/ model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2017 UDI #: (B)(4) d10: no h3: yes h4: mfg date: 31-jan-2016 h5: no h6 patient codes(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d1: heartware ventricular assist system ¿ battery d4: battery / b at312939/ model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2017 UDI #: (B)(4). D10: no h3: yes h4: mfg date: 31-jan-2016 h5: no h6 patient codes(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d1: heartware ventricular assist system ¿ controller ac adapter d4: controller ac adapter / cac 098999 / model #: 1430us / catalog #: 1430us/ expiration date: unk d10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: unk h5: no h6 patient codes(s): c76143 h6: device code(s): c63025 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d1: heartware ventricular assist system ¿ controller ac adapter d4: controller ac adapter / cac 106562 / model #: 1430us / catalog #: 1430us/ expiration date: unk d10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: unk h5: no h6 patient codes(s): c76143 h6: device code(s): c63025 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that two additional batteries and two additional controller ac adapters were involved in power switching.